Event description:
This lead was implanted on (B)(6) 1998. And was capped on (B)(6) 2013, due to unknown reasons. The physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).